Event description:
During an endoscopic procedure with mechanical lithotripsy, the physician used a cooke endoscopy web ii memory double lumen extraction basket (this basket is not lithotripsy compatible. During withdrawal of the basket and stone, the handle of the basket broke. The stone could not be removed from the duct. The pt required surgical intervention. Add'l info regarding pt impact has been requested on several occasions. The complainant has not specified if the pt experienced any adverse effects due to this occurrence. The info provided indicated lithotripsy was performed with this extraction basket. For lithotripsy to be performed, the handle of the basket is removed with wire cutters so that the soehendra lithotriptor handle can be used. Therefore, the info is unclear whether the handle of the web ii memory double lumen extraction broke or the handle of the lithotriptor broke during use. Several attempts have been made in an attempt to collect add'l info regarding prod usage, but the info was not provided. The user was informed by the co rep that this extraction basket is not for use with a lithotriptor device (the instructions for use warn the user that this device is not compatible with the soehendra lithotriptor or any other mechanical lithotriptor.). When this info was provided to the user, the user reported "this complaint is not justify".

Manufacturer narrative:
Eval: we were unable to confirm the report as it was described because the affected prod was not returned to cook endoscopy for eval. After a review of the device history for this lot #, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this prod family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because he device was not returned for eval. However, we can provide the following comments: info provided indicated the extraction basket was used with for lithotripsy. The instructions for use warn the user that this device is not compatible with the soehendra lithotriptor or any other mechanical lithotriptor. Use of this basket with a mechanical lithotripsy sys can cause device breakage. The info provided indicated a sphincterotomy was performed prior to the attempt in extracting the stone. A sphincterotomy is performed to widen the ampullary opening and allow passage of the stone from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the web ii memory double lumen extraction basket instructions for use as a contraindication. The info provided indicated resistance was encountered when advancing the extraction basket into position inside the duct. Although specific info regarding pt condition was not provided, it is possible the condition of pt (i.e. Biliary stones, narrowing of duct, etc.) Contributed to this resistance. Resistance of this nature could have contributed to difficulty with extraction, as reported. The info provide indicated the stone and basket could not be removed from the duct. Impaction of the object with the basket is listed in the web ii memory double lumen extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction occurs. The instructions for use for the web ii memory double lumen extraction basket caution the user that surgical intervention may be necessary if passage of stone and basket is restricted. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation (i.e. Breakage) and/or stone impaction in the common bile duct is a possibility may require surgical intervention. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause breakage of the device, requiring surgical intervention. Device breakage can occur if excessive pressure is applied to the device, perhaps in response to resistance caused by basket/stone impaction or removal difficulties.